Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm. There were no erratic basal rate adjustments or bolus deliveries. There were no obvious requests or deliveries that would cause bg levels to drop. After reviewing pump logs, there was nothing obvious observed that would cause low bg levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose level was low in the past however no specific value was provided. The customer declined to provide further information. Reportedly the customer will continue to use the pump for insulin therapy.